Manufacturer narrative:
The investigation conducted by the isi field service engineer found that the focus controller cable was not fully connected to the camera. The focus controller is designed to adjust the endoscope lens focus to sharpen the surgical image. The focus controller cable connects the focus controller to the camera. The system was repaired by re-seating the focus controller cable to the camera. As of (B)(4) 2010, there have been no reported recurrences of this issue at this hospital.

Event description:
It was reported that while beginning a da vinci s thoracic procedure, the site experienced problems with the focus controller. The patient was under anesthesia and the port incisions had been made when the surgeon decided to abort the procedure and reschedule for a later date. No patient harm, adverse outcome, or injury was reported.